Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.